Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.2 failed to stay closed. A field service engineer (fse) checked all connections and wiring, which were found to be in good condition. The fse discovered that the position sensor was not reading correctly in the hardware test application (hta). The fse powered down the machine and replaced the position sensor. The fse confirmed that the customer was able to log in and successfully tested the unit in the hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station 1obor2a accessible drawer 2.2 failed to stay closed, and the drawer did not open. Customer stated that they were also unable to recover the drawer. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.